Event description:
It was reported that the patient's blood pressure dropped during the end of the procedure. The physician reviewed fluoro and saw minimal cardiac movement and then proceeded with pericardiocentesis. About 100 cc of fluid was removed. The patient was observed in recovery. The mobicath sheath was in the patient when the blood pressure dropped occurred. The doctor thought the drop of pressure was anesthesia related.